Event description:
It was reported that the patient "knows and feels the pump has flipped." The patient has problems at night when she is laying down and indicated that she has discomfort on the right hand side and on the bottom left hand side of the pump. A dye study was scheduled for 2008. The next refill was scheduled for three weeks later; the reporter thought that the refill could not be done as the pump was flipped. Additional information has been requested from the hcp, but was not available as of the date of this report.